Event description:
It was reported by the patient approximately three weeks post implantable pulse generator (ipg) replacement, "I had knee surgery today and my pacemaker isn't working. I haven't felt right since the surgery and at the hospital they said it was like my pacemaker wasn't even on. My heart rate is 38bpm." Heart rates in the thirties were noted via oximeter. Remote monitoring showed normal device function. The patient was brought to clinic and did have frequent premature atrial contractions. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-52 lead: implanted on (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.